Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was poor sleeve function. The following information was provided by the initial reporter: needle rubber does not return to needle after sampling. This event occurred 2 times.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve non-recovery was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve non-recovery was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve non-recovery.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was poor sleeve function. The following information was provided by the initial reporter: needle rubber does not return to needle after sampling. This event occurred 2 times.

Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.